Event description:
During procedure in 2002, guide wire was captured within vhs combination reamer and was inadvertently pushed into pt's abdomen. No add'l injury or surgical intervention was reported.